Event description:
It was reported that the right atrial lead exhibited noise. No intervention was performed. No patient consequences were noted and the patient will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.